Event description:
The customer stated the architect (B)(6) control was out of range high. The customer had not seen or applied the recommendation in the product correction letter for (B)(6). Architect (B)(6) is currently the focus of a product correction. Current information indicates that elevated grayzone, reactive patient results, or elevated out of range high negative quality control results for architect (B)(6) may occur when the assay is run directly following the architect (B)(6) assay.

Manufacturer narrative:
(B)(4). Conclusion: the cause of the issue was determined to be reduced potency of the active antigen which is coated on the microparticle component of the assay. Elevated or out of range high (B)(6) control results and/or elevated grayzone / (B)(6) results may be observed for the architect havab-igm assay, (B)(4), when it is run on the same module with the architect anti-hbs, (B)(4). This issue has the possibility to occur when the architect ausab / anti-hbs assay precedes the architect havab-m / havab-igm assay during testing. Additionally, there is the potential to generate elevated results even when architect ausab/anti-hbs is not run on the same module. The investigation identified the cause as a reduced potency of the (B)(6), which is coated on the microparticle component of the assay. This leads to lower ical rlu values and elevated signal from (B)(6) samples, which in turn has the potential to cause increased false grayzone/(B)(6) results, increased susceptibility to reagent cross contamination (e.g. Architect anti-hbs/ausab), and / or increased impact of naturally occurring test system variability on final test results. Control measures include raw material qualification and implementation of manufacturing controls for calibrator rlu values. Current modes of control were communicated to architect havab-igm customers through product correction letter (B)(4) and will remain in effect until corrective actions to address the reduced potency of the (B)(6) have been implemented.

Manufacturer narrative:
(B)(4). Architect (B)(6), list number 6l21-25 is currently the focus of a product correction, reported under 2623532-1/4/10-001-c. This report is being filed for the international product, architect (B)(6), list number 6c30. This is an initial report. The investigation into the cause is still ongoing and appropriate corrective actions will be implemented upon investigation completion. A follow-up report will be submitted when the investigation is complete.